Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that during the procedure there physician had difficulty retracting the helices of both the right ventricular (rv) and right atrial (ra) leads. Additionally, fracture of both the ra and rv leads was the suspected cause of lead noise.

Manufacturer narrative:
The reported events were over-sensed noise, helix mechanism issue, and fracture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported events of over-sensed noise, and helix mechanism issue were confirmed. Visual inspection found external insulation abrasions which breached the outer insulation and exposed the outer coil proximal to the suture tie impression. The cause of over-sensed noise was due to the exposure of the outer coil in the abrasion regions consistent with friction to device can. After the helix was cleaned, the lead was cut, and the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue. The reported event of fracture was not confirmed. X-ray inspection and electrical testing did not find any indication of conductor fracture.

Event description:
New information noted that the right ventricular and atrial leads adhered to each other and failed to disconnect.

Event description:
New information received notes that both the right ventricular (rv) and right atrial (ra) lead and replaced. There were no patient consequences.

Event description:
Related manufacturer report number: 2017865-2023-13520. It was reported that the patient presented for in-clinic for a routine device check. Upon interrogation alerts for non-sustained right ventricular over-sensing was observed. Further evaluation found that both the right ventricular (rv) and right atrial (ra) leads had exhibited over-sensed noise. High voltage therapy was disabled via programming. The patient was stable.